Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they expected to hear an audible alert from their implantable cardioverter defibrillator (ICD) for an arrhythmia that occurred for greater than two hours; however, no audible alert was heard. The ICD remains in use. No patient complications have been reported as a result of this event.